Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The device is part of the advisory for this model.

Event description:
It was reported that during the implant all impedance measurements were very high. After several changes the physician noticed a problem at pace/sense terminal (is-1 pin), the metal terminal was dislodged from insulation and it wasn't possible to extract/retract the helix mechanism. The lead was removed and replaced. No patient complications have been reported as a result of this event.